Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) sections which state: caution do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, scope cover plate was peeling, elevator channel plug was loose, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, acoustic lens was damaged, adhesive around objective lens had wear, light guide lens had a crack, nozzle was damaged, connecting tube had a dent, due to wear of angle wire, bending angle in up direction did not meet the standard value, and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera ii ultrasound gastrovideoscope had a blurred ultrasound image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end, and a stain entered inside the lens through the gap, and there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.